Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device entered retry mode and did not function as expected. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not in retry mode. A technical support specialist (tss) logged into the server, verified the system and confirmed that the station was communicating with the server. Tss reviewed the remote support service and observed an entry indicating no change in tracking version. Tss confirmed that the device data synchronization error logs, no retry or upload errors were observed and the data synchronization debug logs also showed no variation in the change tracking version. The system functioned as intended after technical support specialist investigated the issue.